Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3487a-33, lot# j0555166v, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# j0546725v, implanted: (B)(6) 2006, product type: lead. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2006, product type: extension.

Event description:
A consumer reported they ¿had a revision performed on (B)(6) 2007 due to a fall which caused damage to the lead. Following this whenever they would sit, lay down, or bend over they would experience a shocking or jolting sensation.¿ the consumer tried to decrease the amplitude but then they weren¿t getting pain relief. The consumer further reported ¿stimulation would inadvertently increase or decrease and there was a surging or fading sensation when stimulation was on.¿ it was noted that ¿after the lead revision the consumer was at home with a status of ¿good ,¿ but was looking for help with reprogramming.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.